Event description:
The ve lvas was implanted in 2000. On 10/2001, the facility's social worker informed the manufacturer's (MFR) rep of the following: one of the pts had a hole in the perc lead and they wanted to know if someone from the hospital had contacted the MFR, regarding this event. They were informed that this is the first time the MFR has been made aware of the event. The MFR's rep contacted the pt. The pt indicated that there was a break in the perc lead and that the spring was visible on the inside. The pt was made aware of the fact that he did not have pneumatic back-up at the time. The MFR's rep then contacted the facility's transplant coordinator to inform them of the above. On 11/2001, the mrf's field service technicians presented at the hospital. The surgeon repositioned the perc lead exit site so the pt would be able to sleep a little easier and not abuse the end of the perc lead. The perc lead was repaired and the device remains implanted for continued use in the pt's therapy. No further details are available.